Event description:
It was reported that an error message occurred at boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, an error code was displayed, the lower display assembly was significantly corroded. It was also noted that the power supply was corroded, the lower case was corroded and the electrocardiogram (ECG) connector was loose.